Event description:
It was reported that prior to an unk procedure, the surgeon used the device to reduce port size of trocar from 18mm to 5mm. Nurse opened sterile pack of device and sent it to mayo table then found an inner valve broke and separated from reducer. There was no consequences to the patient.